Event description:
Pre-operative diagnostics prior to the patient's replacement was within normal limits. Through internal review of the data, it was determined that the high impedance resolved the same day that the impedance occurred (after the generator was re-enabled) and did not recur. No further relevant information has been received to date. Analysis has not been completed on the generator to date.

Event description:
Product analysis was completed on the returned generator.the generator performed according to functional specifications. The pulse generator output was monitored for 24 hours programmed to ¿as received¿ parameters and no anomalies or resets were seen. Testing with various loads demonstrated that the lead impedance measurements were being performed as expected. No further relevant information has been received to date.

Event description:
It was determined that high impedance has not occurred in association with the patient's lead since the original report, ruling out a lead issue. Based on the timeline of events in relationship to the reset reported in MFR report # 1644487-2020-00912, it is believed that the high impedance was a transient event related to impedance being checked multiple times while the generator was in a reset condition and not indicative of any new generator malfunction or lead malfunction. Further reporting of this issue will be reported in MFR report # 1644487-2020-00912 as needed.

Event description:
High impedance was detected on the patients device at the same time as a device reset that had occurred 2 days prior was detected. (Device resets were reported in MFR report #1644487-2020-00912). Per the internal data review high impedance was not detected prior to the date of detection. In fact, per the internal data impedance was okay within the past hour. The patient underwent a generator replacement and the explanted generator was received for analysis. Analysis has not been completed on the generator to date. Impedance on the new generator after replacement was within normal limits no further relevant information has been received to date.